Manufacturer narrative:
The manufacturer previously reported a blank screen caused by the device's inverter board. The inverter board was returned to the quality assurance laboratory for further investigation. During the investigation the root cause was found to have been caused by a defective transformer.

Event description:
The manufacturer received information alleging a ventilator's display screen was blank. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's inverter board will be replaced to address the issue.

Manufacturer narrative:
Device has been evaluated but the components have not been replaced pending customer approval of estimate.